Event description:
It was reported that about three months ago, a patient's device "started acting up" and shut itself off. The reporter stated that the patient was concerned because this happened with her last device and it had to be replaced. It was reported that the device pocket was originally in the middle of her left side, and when the device was replaced the device pocket was moved to higher on her ribs. The reporter stated that six or seven months after implant, the patient would feel stimulation and then it would "just go away". It was reported that the patient was not able to control stimulation, and when the patient got up or moved around stimulation changed and shut off on its own. It was noted that the patient never let the battery level get lower than 1/2 full and she charged it about every two weeks. Three days later it was reported that no malfunctions were seen and the cause of the issue was not determined. The reporter stated that the impedance check was fine and the stimulator was reprogrammed. It was noted that the patient was "happy getting better coverage". A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical device: product ID: neu_unknown_lead, serial#: unknown, product type lead. (B)(4).